Manufacturer narrative:
Pump passed self-test, active current measurement, displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. No failed battery test noted. No pump error 37 noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 10/11/2025 12:35:07.000 in pump downloaded history, closest occurrence to event date. Verified pump alarmed pump error 37 on 10/11/2025 12:32:37.000 in pump downloaded history, closest occurrence to event date. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. The sc1-cap/reservoir does lock properly. Pump pass requested testing and no failed battery test noted during analysis. Verified pump error 37 alarmed in pump downloaded history. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating, change sensor, a battery failed alarm, pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and no damage was reported on battery cap contacts or battery compartment. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.